Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage found on the device. During analysis, customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. Visual inspection showed a bubble of the downstream occlusion (dso) seal. Service will replace the dso seal. Based on the evidence, the complaint was not confirmed, and the no fault was found.

Event description:
It was reported that the cadd solis vip pump failed the flow test. The product problem was observed during testing. There was no patient involvement.